Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bilateral tep hernia procedure the surgeon requested to close a small blood vessel using the ligamax 5 endoscopic multiple clip applier (el5ml). The surgeon received the device, and while closing it on the blood vessel, attempted to fire, but the device did not respond properly. According to the or nurse, the device did not fire well, got stuck, and fired several clips in an "irregular" manner. The surgeon managed to close the blood vessel but complained about the problematic function of the device's mechanism. The device was removed after the action. There was no substantial delay in the surgical procedure, no additional medical intervention was required, and no harm was caused to the patient. The surgery was completed successfully. No clinical outcome experienced by the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2026. D4: batch # a98m9d. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent external damage. To replicate the reported event, the device was subjected to functional testing. During testing, the device was actuated; however, the clips failed to advance into the jaws. Further observation revealed that the tip of the advancer was bent. The instrument was subsequently disassembled, and the advancer was confirmed to be bent. In addition, five (5) clips were found within the clip track. Based on the device history, it is known that a bent advancer condition may result in malformed clips. Investigation confirmed the reported event and determined it was attributable to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a98m9d number, and no non-conformances were identified.